Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer filled the cartridge with 300 units of insulin. During the occurrence on (B)(6) 2017, insulin gauge displayed 105 units after delivering approximately 10 units of insulin. At the time of the reported event, the customer loaded a new cartridge successfully and received an accurate fill estimate. Subsequently, prior to calling tandem technical support, the customer reported that the pump data logs showed an inaccurate fill estimate value. Reportedly, after loading the cartridge, the customer observed a fill estimate value of over 60 units. However, the cartridge fill log showed that the value had displayed over 120 units during the cartridge load process on (B)(6) 2017. Troubleshooting for the reported event was unable to be performed as the event had occurred prior to contacting tandem technical support. There was no impact to the customer's blood glucose level.